Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the doctor lost control of the monopolar curved scissors (mcs) and that it was not responding to commands. Therefore, the mcs was removed from the patient's cavity by the instrumental trainer and replaced with another one. It was found that it had broken the steel cable. The procedure was completed with no reported injury.